Event description:
Event description cpi received information that the patient was brought back for a follow-up appointment to confirm dfts. The implantable cardioverter defibrillator (ICD) undersensed vf during an induced event and atrial pacing and ventricular pacing was noted above the lower rate limit during the undersensing. During the fib high induction, erratic sensing of vf was noted. The ICD declared an episode after 9 seconds and the patient was externally defibrillated.